Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; no further information other than the patient had no health impact could be obtained. The returned guidewire had its coil wire started to elongate from the milled solder (45mm from the distal end) and fractured approximately 55mm distal to the middle solder. At approximately 3mm distal to the middle solder, the polymer jacket of the guidewire was elongated as well. At approximately 20mm distal to the middle solder, the core wire was curved and fractured. The fracture sites of both core and coil wires were observed under a microscope. It revealed that the diameter of the core wire was gradually decreasing toward the fracture point. This finding suggested that the core wire was fractured due to pulling force. The coil wire, on the other hand, had a flat fracture surface which suggested rotational force was applied on the coil wire as the coil hoops unraveled and elongated. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the above, it is presumed that rotational and pulling force exceeding the product's design limit might be inadvertently given to the guidewire while its tip was trapped by the lesion or narrowed part of the vasculature. There is no indication of product deficiency. The warnings section of IFU: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
An asahi guidewire had been used and fractured during a procedure.